Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned starclose se device noted that it was fully clip-deployed and the returned condition substantiated the reported product experience. Inspection of the returned device indicated that all vessel locator wings were bent, preventing them from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset directly resulted in the reported difficult device removal. It was found that the access ports and safety release were utilized to facilitate the device removal as instructed in the instructions for use (IFU); however, the device still could not be released from the artery due to bent wings that prevented them from completely collapsing into the tubeset. Per the IFU, after unlocking the thumb advancer via the access ports and activating the safety release to collapse the wings, counter-traction and assertive pull must be applied to completely remove the device from the patient anatomy. However, consistent with the reported information, the device was released from the anatomy after the physician maneuvered and jiggled it. Contributing factors for bent wings that resulted in difficult device removal after firing the clip included, but not limited to: manufacturing, challenging anatomical conditions, and deployment technique. There was no information reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique. Although, no challenging anatomical conditions were reported, based on the investigation findings, the probable cause for bent vessel locator wings, that subsequently resulted in difficult device removal, is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and interfere with the clip placement and device removal. No manufacturing or quality deficiency was detected. Every vessel locator wings assembly is properly assembled and inspected during manufacturing. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified right common femoral artery (rcfa) after a lower leg extremity percutaneous transluminal angiogram with stenting procedure using a starclose se device. Reportedly, once the clip was deployed the starclose se could not be removed from the patient. The safety features were attempted unsuccessfully. The physician maneuvered the device and jiggled it finally removing the device from the patient's groin. Manual arterial compression was applied to achieve hemostasis. There were no adverse patient effects. The physician is trained in the use of the starclose se device. A 6fr sheath was used during vessel closure. Though requested, no additional information was provided.